Event description:
It was reported "admitted with decompensated heart failure, with concern for cardiogenic shock. Fast escalation of pressors after a complicated bedside swan ganz catheter placement." Additional information received states the "internal catheter length moved from 70 to 62 in 2 hours likely due to challenges with placement." The patient's current condition is reported as "deceased". It was stated the user is "unable to determine if pa catheter is related to patient expiring due to complexity of admission diagnosis."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "admitted with decompensated heart failure, with concern for cardiogenic shock. Fast escalation of pressors after a complicated bedside swan ganz catheter placement." Additional information received states the "internal catheter length moved from 70 to 62 in 2 hours likely due to challenges with placement." The patient's current condition is reported as "deceased". It was stated the user is "unable to determine if pa catheter is related to patient expiring due to complexity of admission diagnosis."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed since a valid lot number was not provided by the customer. The instructions for use (IFU) provided with this kit warns the user, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death. While maintaining catheter position lock the catheter in place: a) if using a catheter contamination shield with a tuohy-borst adapter, grasp catheter through front portion of catheter contamination shield and hold in place while repositioning tuohy-borst adapter end as desired. B) if using a catheter contamination shield with a twistlock adapter, twist the upper half of the distal hub in clockwise direction to lock catheter in place. Reposition proximal end of catheter shield as desired. Twist upper and lower halves in opposite directions to lock in place. Test the adapter by gently tugging on the catheter to ensure a secure grip on the catheter. Precaution: do not reposition proximal hub once locked in final position." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.